Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , until they expired on (B)(6) 2021 (reference MFR# 2916596-2021-06567). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2018. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU lists right heart failure as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure and peripheral edema. The cause was suspected to be tricuspid regurgitation. The cardiac index < 2.0l/min/ and peripheral edema was observed. A cardiac catheter was done. The patient has known tricuspid regurgitation, which tends to worsen and was considered the probable cause, but device and device therapy relation to the event could not be ruled out. The patient was discharged after being prescribed oral inotropes and diuretics.